Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that a leak in intra-aortic balloon (iab) occurred on the cardiosave intra-aortic balloon pump (iabp) while in use on a patient. No patient injury or adverse event was reported.